Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The complaint for damage to vessel during insertion was confirmed with other empirical evidence. An interview with the clinical specialist present at the case was conducted which provided further information surrounding the significant medical history of the patient. Available information suggests that the root cause of this event is procedural factors (left access increased the angle of insertion for the ds, stabilizer base initial positioning hindered travel later in the procedure) and patient factors (significant medical history, challenging anatomy). However, a definite root cause could not be determined since no procedural tee imaging was provided for review.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque in tricuspid position where there was deployment with concomitant ECMO placement, and with subsequent patient death. Case planning deemed there was a high potential for bailout. There were imaging difficulties present during case despite tee and ice. There was left femoral vein access and the wire placement as well as delivery system crossing were unremarkable. There was a timeout - primary 2, secondary 2, depth 0.5, handle position 12. There was minimal forward travel left on the stabilizer. At this point corrections were made to the base and stabilizer to gain more travel on the stabilizer, this was accomplished by retracting a few clicks on the position knob then advancing the base several times until the position was recentered (the handle and sheath were not removed from the stabilizer during these maneuvers). The anchors were at 90 and pinning was noted on the posterior/septal leaflet. Successful maneuvers were then initiated to unpin. Upon atrial flip, pinning was noted on the posterior leaflet. Numerous maneuvers were initiated, but at this point the patient was noted to be decompensating despite medical therapy. The ECMO team were contacted. First inflection- proper depth, position and trajectory were accomplished and ECMO setup was completed. The blood pressure dropped with no effusion. The doctor at this time thought maybe we created torrential tr during the atrial flip. The patient was decompensating and placed on ECMO, and the team left the operating room. There was no malposition or pvl noted post deployment, but some central tr was noted. The delivery system was removed without incident. The territory manager was later contacted regarding the patient's death. There was no exact time of death but was informed that the doctor potentially believes there was an ivc tear.